Event description:
It was reported that the patient presented to the clinic feeling syncopal. The right ventricular lead had high capture threshold, no capture, and an impedance decrease had occurred during the last 5 months. It was noted that the lead could not be programmed unipolar due to the dedicated bipolar device, however the lead was reprogrammed to a higher output and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.